Manufacturer narrative:
Device not returned.

Event description:
The tip of the inserter was broken during the operation.

Manufacturer narrative:
The distal tip of the nose tube assembly has been split and pinched off. Dimensional inspection of the outer tube diameter found it met print specification. The nose tube subassembly was removed from the handle to inspect for additional damage, no damage was observed. The condition of the break area indicates that an excessive amount of force was placed on the inserter during attempted insertion. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. No root cause related to the manufacturing process can be established. Use error cannot be ruled out as a contributing factor.